Event description:
In 2008, the pt was admitted to the hospital with generalized body aches. Blood and urine cultures that were taken revealed that the pt had mrsa. The pt is a critically ill, a male pt with a history of tetralogy of fallot and pulmonary atresia. The pt underwent unifocalization and blalock shunting. The pt had a stenosis of the right ventricular to pulmonary artery conduit and moderate to severe right ventricular hypertension. Ultimately, the pt underwent vsd closure and right ventricular to pulmonary artery conduit replacement in 2002. In 2003, the pt underwent successful stent enlargement of the proximal right pulmonary artery with a palmaz (pg2510b/lot n0406305) stent, and successful stent enlargement of the right ventricular conduit porcine valve with a palmaz (pg1910b/lot n0806319) stent. No complications were experienced. Post stenting, there was a residual 8mm gradient from the right ventricle to the pulmonary artery and increased flow to the right pulmonary artery without proximal stenosis. The pt recuperated without incident. The pt received peri-procedure antibiotics with cancel x4 doses and was placed on daily aspirin. The pt underwent the removal of the infected conduit and right pulmonary artery.

Manufacturer narrative:
The pt returned to the hospital in 2008 and was found to have acquired mrsa sepsis and pneumonia. The original site of the infection is unclear. As per the physician, the most likely possibilities include primary and secondary pneumonia. The pt was felt to have an infection of his graft and multiple areas of septic emboli including septic emboli of the brain. The pt underwent an echocardiogram, which revealed significant conduit stenosis and branch pulmonary artery stenosis. There was also a tissue valve like structure seen within the conduit, which may represent vegetation on the stent and causing stent thrombosis. On the following month, the pt underwent the removal of the infected conduit and right pulmonary artery stent with placement of a pulmonary artery graft and an aortic graft. There was no residual gradient across the conduit or into the right pulmonary artery. The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that was involved in the same procedure and is related to mfg #1016427-2008-00065 and 1016427-2008-00066.